Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days (28sep2022 ¿ 02oct2022 per timestamp). The loss of ac power did not trigger no external power alarms; however, the alarms did cause the backup battery to activate. The alarms occurred while the controller was connected to the mobile power unit (mpu). The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector, if the ac power cord came loose from the outlet or the back of the unit, if there were any environmental circumstances that may have affected the ac power at the time of the event, if the mpu was exchanged, and if the mpu will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon review of the submitted log files, a no external power event coincident with loss of ac power occurred on (B)(6) 2022 from 15:10:39 to 15:10:43.